Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent primary breast augmentation with a mentor siltex round moderate profile 275cc saline prosthesis experienced right sided deflation and baker¿s grade ii capsular contracture post procedure. The diagnosis was made through a physical examination. As a result, the left sided prosthesis was replaced with a 325cc mentor memorygel breast implant and the right sided prosthesis was replaced with a 350cc mentor memorygel breast implant.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information reported the patient experienced a deflation and capsular contracture of the breast implant. A manufacturing record evaluation (mre) was performed for the finished device number 266330, and no non-conformances related to the reported complaint were identified. During analysis of the sample an area of siltex cracking was observed on the posterior view. Within the siltex cracking, three tears were noted, measuring approximately 0.5 cm, 0.6 cm, and 0.3 cm respectively. No additional anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking¿was created due of high stresses caused by acute folds which resulting in a tear at a later date. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).